Event description:
My saluda evoke was implanted on (B)(6), 2026 and died on (B)(6) 2026. Two different saluda reps checked it and both confirmed it was non-functional. It is still in my body. Back pain.